Event description:
It is reported that the pt was revised due to pain.

Manufacturer narrative:
Eval summary: neither surgical notes nor x-rays were provided, therefore fit and orientation could not be evaluated. Pt factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unk. A definitive root cause cannot be determined with the info provided. Eval codes: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and corrected information. The complaint sample was evaluated and the reported even was confirmed through review of medical records. The returned devices exhibited nicks and gouges. The tibial component and articular surface remained assembled. The articular surface and patellar component exhibited wear and the pegs appeared to have been cut off the patellar component. Medical records indicate that the patient had a severe varus deformity, which may have contributed to the patient's instability. The package insert for the femoral component states that, "the risk of implant failure is higher with inaccurate component alignment or positioning." After evaluation of the returned devices, the root cause previously reported remains unchanged. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this patient; please see all reports associated with this event. 1822565-2012-02093, 0002648920-2019-00628. Additional supplemental reports were filed to the FDA on nov 28, 2012 and dec 20, 2012, however, the FDA does not register the receipt of these reports at this time. All additional information has been included within this report.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, instability and aseptic tibial component loosening. Intraoperatively, the patient was noted to have osteolysis under all component surfaces and osteopenia of the femur with bone loss, particularly in the posterior condyles and box. Initial operative notes did not identify any complications. Revision operative notes noted an extreme amount of synovial fluid and the synovium was exceedingly hypertrophic with fronds similar to a severe rheumatoid-type pannus. Osteolysis was identified under all component surfaces and the patient had significant osteopenia of the femur with bone loss. The femoral component was removed with no bone loss and the cement was not well-adhered to the bone. The tibial component was obviously loose and the patellar component was noted to be overhanging medially. All components were removed and replaced with competitor devices.